Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient had atrial fibrillation (af) with rapid ventricular response which resulted in detection and therapy. There was an episode that was classified as double tach [fast ventricular tachycardia(fvt)+supra ventricular tachycardia (svt)]. The wavelet match scores were "no match." Another episode was classified as fvt and the wavelet match scores were all "match" but cycle length was outside of svt limit so wavelet could not apply. Both episodes resulted in delivery of anti-tachycardia pacing. The implantable cardioverter defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event.